Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the septum. Customer¿s blood glucose was 140 mg/dl. Customer loaded a new cartridge to address the issue.